Manufacturer narrative:
Additional information reports that the device is unavailable and will not be returned for investigation.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 69-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a percutaneous coronary intervention (pci). During the procedure, the impella was placed during cardiac arrest and active CPR. After the peel-away sheath was removed and the repositioning sheath was advanced, distal pulses were absent. A distal reperfusion sheath was placed and resolved the issue. However, there was a drop in hemoglobin requiring several blood transfusions. No perforation, bleeding, or hematoma was noted under fluoroscopy. The physician did not attribute the bleeding to the impella. Patient to have a CT of chest and abdomen to rule out internal bleeding after receiving CPR for cardiac arrest. After fourteen hours on support, the family withdrew care, and the patient expired. The impella functioned at p-8 at 2.9l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
The pump is not available to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.